Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on an unknown date. The customer¿s blood glucose level was 22 mg/dl at time of incident. Customer stated that she stopped using pump in (B)(6) 2020 after having an issue with her pump resulting in hospitalization. Customer stated that she did not have time to discuss the matter further. The device will not be returned for analysis.